Manufacturer narrative:
(B)(4). Additional concomitant medical products: catalog number: 00596404210 lot number : 62419898 item name: articular surface; catalog number: 00596001851 lot number : 62396588 item name femoral component. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee surgery. Subsequently, the patient was revised due to osteolysis and loosening of the tibial component approximately 5 years post surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site under 0002648920-2019-00182